Event description:
Other devices in use at the time of the event were in conjunction with the phillips equipment and as part of the imaging system include the beam emitting device and the table. As per standard of care patient and equipment were prepped for left heart catherization and coronary angiogram. Aphantom was run prior to the arrival of the patient and no indications of any equipment malfunction were evident prior to the start of the procedure. During the procedure the power failed to the fluoroscope while a catheter was in the ascending aorta of the patient. Fluoroscopy is necessary for manipulation of guidewires and catheters through the heart and coronary arteries. The power failure resulted in the inability to complete the procedure. The catheter was removed after the power failure and it was determined that the problem coulld not be easily remedied by the hospital bio med staff. Pressure was held at the site as per normal procedure and the patient was returned to their room. There was no apparent affect to the patient and no change in his status. The procedure was completed later in the day after repairs were completed. The power did not fail to any other equipment in the room including the lights. According to the service rep. There was a board failure to the generator that powere the fluoroscopy unitdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: computer hardware performance tests conducted, electrical tests performed. Results of evaluation: computer hardware problem, power supply, computer hardware problem. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.